Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with mild tortuosity and no calcification. The 1.2 x 6 mm mini trek was advanced to the lesion and attempted to be pressurized, but the balloon did not inflate. The physician suspected a leak in the shaft for balloon; however, there was no leak observed under angiography. It was noted that the mini trek balloon was prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. Additional information reported that the leak may have occurred at the connection of the devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.